Manufacturer narrative:
Additional narrative: (B)(4). The manufacturing location was unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a surgical procedure for a humeral diaphysis fracture, it was observed that after the multi lock long nail was applied, the radiolucent drive device made a sound that sounded like the batteries were running out. According to the reporter, the event occurred even before going through the front cortex. It was further reported that the device stopped drilling and had turned around in itself so the user attempted to hold on to the device with no success. The user then proceeded to drill with a small battery drive device instead. There was a ten minute delay to the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as dec 8, 2015. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.